Event description:
It was reported by the facility that during a transfer from the bed to the wheelchair with a marisa lift, the pt fell down. The facility states that the pt suffered an "infringement of the skull" and head trauma, and were sent to first aid for treatment and did go to the ER.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be subjected under registration # (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.